Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in the bd luer-lok¿ tip syringe barrel. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french: "I failed in my duty to inform you this summer of an incident reported by the pharmacy at the end of june. It concerns a 1 ml syringe reference 309628 - lot 2336160 discovered with a "grey dust" and a hole between the 0.8 and 0.9 ml grades... This is the only case recorded, and I'm not sending an announcement to swissmedic, since this syringe was discarded before use and therefore had no patient impact."

Manufacturer narrative:
One sample and one photo of a 1ml luer-lok syringe were received by bd. A quality engineer was able to review the sample and photo from lot #2336160 regarding item #309628. The sample has damage to the barrel with a groove 1/4" x 3/8". The photo shows the barrel has damage to the wall between the 0.8 and 0.9ml graduation lines with a greyish particulate cluster at the end of the groove outside the fluid path. The foreign matter is most likely the ground up barrel material from the groove in the barrel. Ftir analysis was performed & confirmed the foreign matter to be the material from the barrel. The condition observed is non-conforming per product specification. Potential root cause for the damaged barrel and foreign matter non-fluid path defect is associated with the assembly process. The most likely cause is the barrel was caught in a transfer dial grinding against the barrel and leaving the ground-up material debris at the end of the groove. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 2336160 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.